Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient suffered a cardiac arrest and had to be externally shocked. Review of their subcutaneous implantable cardioverter defibrillator (s-ICD) data indicated there was an untreated episode. No changes were made and the s-ICD remains in service. No additional adverse patient effects were reported.